Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent an endovascular treatment for acute type b aortic dissection with malperfusion using gore® dryseal flex introducer sheath (dsf). An attempt was made to insert the dsf, but it was not able to advance. The physician tried to insert only the dilator, but it was not successful. The dsf was inserted again with stronger force, and it was successful. After the stent grafts deployment, the dsf was pulled down close to the common femoral artery. When angiography was performed, it was confirmed that the access vessel was damaged. Although no bleeding was observed, the flap of the right common iliac artery was irregular. Two metal stents were placed from the right common iliac artery to the right external iliac artery. When the dsf was further pulled down, a drop in blood pressure and bleeding were confirmed, and vessel damage was observed near the insertion site of the dsf. To treat it, a stent graft was deployed, and surgical procedure using an artificial blood vessel were performed. The physician stated the following: there was resistance from the time the dsf was inserted, but since the procedure was performed for life-saving purposes, some pushing was unavoidable.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Emdr section h6, codes e0515 updated to reflect results of investigation.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications.